Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Information received from the article: chalouhi n, tjoumakaris lf, gonzalez d, et al. Spontaneous delayed migration / shortening of the pipeline embolization device: report of 5 cases. Am j neuroradiol. 2013 dec; 34(12):2326-30. A total of 155 patients were treated with peds (pipeline embolization device) at thomas jefferson university and jefferson hospital. Out of the 155 patients, five patients were discovered to have spontaneous delayed migration / shortening of their peds during their follow-up angiography. The ped was observed to have migrated proximally in four of the patients, while migrating distally in one. Out of these five patients, one patient expired due to an sah (subarachnoid hemorrhage) caused by the migration of the ped and one patient presented with a completed occlusion of the mca (middle cerebral artery) leaving them severely disabled. Case 5: treatment of a large symptomatic aneurysm measuring 16.5mm x 4.3mm located in the cavernous segment of the left ica (internal carotid artery). The patient underwent pipeline embolization treatment on an unspecified date. During the procedure, the pipeline (4.50mm x 18mm) was deployed across the aneurysm neck without difficulty. The pipeline extended from the immediate pregenu portion to the midvertical segment of the cavernous ica. Post procedural angiogram showed good pipeline placement and full wall apposition. One day post procedure, angiogram showed complete occlusion of the aneurysm and the patient was discharged neurologically intact. Seven months post procedure, dsa (digital subtraction angiography) showed the aneurysm was completely filling; however, the pipeline had migrated proximally approximately 7.5mm. A second pipeline (5mm x 30mm) was deployed overlapping the previously implanted pipeline to ensure full coverage of the aneurysm neck.